Event description:
It was reported that the customer's device had its service indicator illuminated and logged a critical event code which would prohibit defibrillation energy delivery. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed main pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u50.